Event description:
Reportedly, stent shortened on deployment from 150 to 104mm, so another stent was needed to cover lesion in the sfa. No permanent patient injury reported. No further information provided.

Manufacturer narrative:
Device not returned.